Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were scratches on the screen that get in the way of reading it. Customer¿s blood glucose level was unknown. Customer also reported diminished battery life, battery cap was stripped and was hard to get off, and unexplained no insulin delivery alerts. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had minor scratched lcd window, broken battery tube threads, stripped battery cap coin slot. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.